Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port ruptured on the hemopro. The balloon had approximately 20 cc's of air and no clips were used in the area of the balloon. The case was completed with an accessory kit with minimal delay. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured. While we are unable to conclusively determine a root cause, each btt undergoes an inflation and deflation inspection prior distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).